Event description:
It was reported to boston scientific corporation that an orcapod 4 was used during a colonoscopy procedure in the colon for screening performed on (B)(6) 2025. During the procedure, the physician encountered difficulty with adequate insufflation despite confirming all the settings. Additionally, water was leaking from the air/water valve, causing it to spill onto both the physician and the patient. The team attempted to resolve the problem by removing and reinserting the button, however, the problem persisted. The procedure was extended for thirty minutes and was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of the a/w valve leak.